Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient¿s cgm values were between 250-270 mg/dl all day long. The patient was also taking steroids, which she knew could cause her bg levels to be high. The patient started having symptoms of increased thirst, dry mouth, and lethargy. Therefore, the patient tested her bg meter reading, which was 400 mg/dl. The patient self-treated with 5 units of insulin. After a few hours, the patient tested her bg meter reading again but it was not coming down (no specific value was reported). The patient then drove herself to the emergency room (ER). At the ER, the patient was treated with IV insulin. At an unspecified time later, the patient¿s bg meter reading was down to 300 mg/dl. The patient was discharged home later the same day and was advised to discontinue taking the steroids. The patient was in ¿stable¿ condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.